Event description:
Same case as MDR ID: 2134265-2013-06494. Reportable based on analysis on (B)(4) 2013. It was reported that the catheter became unraveled. A 135/10 renegade hi flo was selected for use in an unspecified treatment procedure. While removing the device from its dispenser coil, the catheter became unraveled. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A break in the shaft was present 7cm from the proximal end. A second breakage was present 131cm from the distal end. 0.5cm of braid was exposed at the first breakage point and 58cm of braid was exposed at the second breakage point. The shaft was stretched in between the 2 breakage points and distal to the second breakage point. Dimensions which could be measured met specifications. A coating test confirmed the presence of coating and excessive coating damage was evident along the length of the device, consistent with force used in attempting to remove the catheter from the hoop. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).